Event description:
A pt was implanted with prodisc-c at c5-c6 on (B)(6) 2009. Pt complained of pain and was returned to the operating room on (B)(6) 2012. The prodisc-c was removed and the pt was revised to an acdf with allograft spacer and vectra plate.

Manufacturer narrative:
Investigation is ongoing. Review of mfg records has been requested.